Manufacturer narrative:
Manufacturer investigation result on retained samples only. Device not returned to manufacturer

Event description:
After use for blood collection, healthcare worker removed needle and tried to engage safety device, needle did not cover correctly resulting in needlestick injury to the healthcare worker. Lot number was not confirmed. No further information was provided. Possible lot number for avf needle is 10d20, 10j16. Avf needle was used with nipro phlebotomy bag lot# 10l21.